Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. It is most likely that the complaint was misreported; the root cause of the event seems to be the pressure monitoring equipment, causing an incomplete seal. However, the ultimate root cause is unconfirmed. The customer had changed out the equipment in a similar complaint, and no further issues were seen. The complaint will be included in associate awareness training. No lot number was reported; no device history record review conducted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the isolator line within the set is inverting flow. There were 8 occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.